Event description:
Hosp biomed requested event log review related to pca incident. Minimal event info provided by facility: "last pca syringe hung around 2:20 am; problem occurred around 5 am. Pt states pressed for pca dose one time. Pt received a syringe of demerol. Required narcan. Pt seems ok for now." Event logs reviewed. Initial programming had been overwritten in log by subsequent line entries, however, log data indicates previous infusion with monoject 60 ml syringe was programmed to pca and continuous mode. At 2:20 am, user replaced with a new monoject 60 ml syringe. Morphine 30mg/30ml was initially programmed, then immediately changed to demerol _mg/_ml with drug amount=10mg, diluent=60ml (concentration 0.17mg/ml). User received guardrail alerts for concentration is below limits" and for "pac dose exceeds limits" and elected to proceed in response to each alert. Two pca only doses were administered resulting in doses of 29.994 ml being given at 2:26 am and 29.4773 ml being given at 4:49am. It is not known what dose the user intended to program.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR.